Event description:
During an unknown procedure, the device was fired, and two rows formed and two rows did not form. The side that was being removed was the one that did not form. No other product was needed to complete the case. There is no patient consequence.